Manufacturer narrative:
The event took place outside of the united states (in (B)(6) ) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to infection that occured approximately 6 years after the primary surgery. The primary surgery used the humelock ii reversed system. During the revision surgery, the surgeon explanted the 135/145 ø36/+3 humeral cup and the ø36 centered glenosphere. Then, he implanted a 135/145 ø36/+9 humeral cup and a ø36 eccentric glenosphere.